Manufacturer narrative:
The customer informed the remote service engineer (rse) that the leak was occurring around the oxygen manifold. The rse provided the customer with the part information for a replacement manifold and the customer requested onsite service by a field service engineer (fse). The fse went to the customer site and confirmed the device issue at the manifold, finding that the manifold was outputting o2 where is should be inputting o2. The fse determined a replaced manifold was required to resolve the issue. The fse went to the customer site and replaced the oxygen manifold. The fse completed testing and verification and the device passed, being returned to service for clinical use. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that oxygen was leaking out of the manifold. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the leak was occurring around the oxygen manifold. The rse provided the customer with the part information for a replacement manifold and the customer requested onsite service by a field service engineer (fse). The fse went to the customer site on 30sep2023 and confirmed the device issue at the manifold, finding that the manifold was outputting o2 where is should be inputting o2. The fse determined a replaced manifold was required to resolve the issue. This investigation is ongoing.